Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the back-up battery did not fully charge. The device was not changed out as the user was able to use the device for surgery. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.